Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Thrombectomy - proximal tip where the hub is, snapped - "the blue portion." X-ray tech was able to thread over the wire and when the doctor tried to inflate the balloon, the proximal end snapped - everything was fine during prep. No unintended material entered patient." Patient status - "no impact to patient." Type of intervention - "opened a second unit. Second unit worked as expected." Additional information received via email from (B)(6) on august 4, 2016 - no excessive force for this incident, but customer did say that there have been / are times when the catheter is difficult to thread. No blockage when inserting the guide wire. Nothing different noticed for the 2nd unit. No lot number for the 2nd unit. They did not thread the wire during prep. The contrast solution is 50% saline and 50% omnipaque contrast. The guidewire used was terumo (gr3506, gs3506), newton guidewire, usually .035 diameter.

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the event product was returned for evaluation. Upon inspection, engineering noted that the catheter was defective at the guide wire luer hub junction. All catheters devices undergo 100% hub assembly leak test inspection and visual inspection during the manufacturing and assembly process. The exact root cause of the event is unknown; in order to break the catheter hub from the body, a considerable amount of force must be placed on the catheter. Applied medical will continue to monitor its vigilance systems and take appropriate actions, where needed. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.